Event description:
It was further reported that the rv and ra leads were reprogrammed prior to capping the leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead showed low impedances. The leads were capped and replaced. No patient complications have been reported as a result of this event.